Manufacturer narrative:
Other relevant device(s) are: cmptr 9736119r rollingstone w/fsn (B)(4). The device was not returned, so no analysis was completed. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site stated that they were loading some exams and the system became unresponsive, then switched to no input detected. They attempted to power cycle the system a few times, however it remained on no input detected. No patient was present at the time of the event.